Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet and had been selecting ¿more than¿ for meal announcements to address hyperglycemia and meal coverage, after which usual meal selections were followed by higher glucose; the user requested an algorithm reset, had no infusion site issues, and was scheduled for additional training. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included self-monitoring only, no backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included customer care assessment and referral for training review, with continued monitoring by the user. Investigation of this case revealed usability-related meal announcement selection contributing to hyperglycemia, with device function not implicated and no component malfunction observed. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcement settings was the most likely cause.